Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following an implant procedure on (B)(6) 2021, the patient could not move or feel the right leg. CT imaging did not reveal anything new. As a result, surgery occurred to explant the lead. The radiologist and the physician concluded that the patient may have had a stroke, but the physician did not believe the stroke was caused by the implant. The patient has a history of cardiovascular issues.